Event description:
During a coil embolization procedure, the 1st orbit rdfl complex standard coil (628cs1430/15278584) would not be detached at the green zone or the red alternative detachment zone of the unknown brand and manufacture syringe. The coil was replaced for a new product (details unknown). Afterwards, the procedure was successfully completed. There was no patient injury reported. The complaint product is not going to be returned for evaluation. The syringe was connected and filled with a dedicated saline source, and it was confirmed that the syringe's locking wing was in the locked position. The syringe's luer lock fitting was secured to the hub of the detachable coil delivery systems, and no leaks were noticed anywhere on the systems (syringe or hub connection, delivery tube, etc). After the failure, other than the reported event, were any other damages noticed on any of the devices (coil delivery systems- fractures, separated, kinks, bends, etc; distal tips -unraveled, stretched, kinks, bends, fractures, etc, coils-fracture, separated, stretched, unraveled, kink, bend, etc, and the coil remain attached to the delivery system. Procedure was coil embolization of an internal iliac artery of unknown target aneurysm and vessel characteristics. No additional information is available.

Manufacturer narrative:
A non-sterile orbit rdfl complex standard was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer and they were found without damage. The gripper and embolic coil were inspected under microscope and no damages were found on them. Using a lab sample syringe (B)(4), the orbit rdfl complex standard the system was purging on the blue zone; after that the embolic coil was detached without difficulty when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil- failure to detach" was not confirmed during the functional analysis. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to these failures. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure, the 1st orbit rdfl complex standard coil ((B)(4)) could not be detached with pressurization of the syringe to the green zone or to the red alternative detachment zone of the syringe (details unknown). The coil was replaced for a new product (details unknown). Afterwards, the procedure was successfully completed. There was no patient injury reported. The syringe was connected and filled with a dedicated saline source, and it was confirmed that the syringe's locking wing was in the locked position. The syringe's luer lock fitting was secured to the hub of the detachable coil delivery systems, and no leaks were noticed anywhere on the systems (syringe or hub connection, delivery tube, etc). After the failure, other than the reported event, there were no other damages noticed on any part of the device and the coil remained attached to the delivery system and was not stretched. The procedure was coil embolization of an internal iliac artery of unknown target aneurysm and vessel characteristics. No additional information is available. A non-sterile orbit rdfl complex standard was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer and they were found without damage. The gripper and embolic coil were inspected under microscope and no damages were found on them. Using a lab sample syringe ((B)(4)), the orbit rdfl complex standard system was purged (pressure increased to the blue zone. After that the embolic coil was detached without difficulty when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to detach was not confirmed during the functional analysis; it detached per specification. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. It is possible that procedural/handling factors impacted the event; however, with review of the available information there are no identified contributing factors. Neither the analysis nor the device history records suggest a relationship to the manufacturing process. Therefore no corrective action will be taken at this time.